Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2006, this patient underwent endovascular treatment and was implanted with a valiant® thoracic stent graft proximally. Coverage was extended distally with two gore® tag® thoracic endoprostheses. The patient tolerated the procedure. The etiology of the treatment was not unknown. . On (B)(6) 2021, the patient underwent follow-up imaging which determined a proximal and distal type I endoleak. The images appear to identify a 10cm proximal aneursym and a suspected distal dissection thought to be stent induced by the physician. The physician plans to re-intervene.

Manufacturer narrative:
Added g3/g4 PMA number: p040043.